Event description:
Related manufacturing reference number: 2017865-2021-38572. Related manufacturing reference number: 2017865-2021-38574. It was reported that the patient presented for extraction of the pulse generator, right ventricular lead, and right atrial lead due to infection. The device and both leads were explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.